Event description:
On (B)(6) 2024, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was unable to perform ventral movement of the peg tube for 15 days and was diagnosed with buried bumper syndrome and the tubing was removed. Device was not returned.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910 . The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.